Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (200 mcg/ml at 9.6 mcg/day), baclofen (125 mcg/ml at 6 mcg/day), and morphine (25 mg/ml at 1.2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6)-2016, the doctor was trying to remove all of the old drug from the system and had aspirated the catheter successfully 2 times. The doctor tried to aspirate the catheter a third time and was only able to aspirate half of the catheter. The doctor aspirated .12 ml, primed .12 ml, aspirated .12 ml, primed .12 ml, and was then only able to aspirate .06 ml. The total old drug removed during the system content removal was 0.3 ml; the catheter volume was 0.120 ml. The hcp wanted to program a bridge bolus for the remaining old drug. It was noted that had the bridge bolus been programmed right away, the total tubing and catheter volume would have been 0.409 ml and .409ml-0.3ml=.109ml drug remaining. It was discussed that the spinal half of the catheter did not contain any drug based on the last aspiration of .06 ml. Based on the flow rate of the old drug, the patient would not get drug for 1.25 days. It was discussed that either that spinal .06ml of the empty catheter needed to be primed and then the old drug bridged or the bridge bolus needed to take into account the 0.06ml empty catheter. The bridge bolus taking into account the empty catheter would be .169 ml. No patient symptoms were reported. The patient was being weaned off the drug and would no longer be using the pump. Additional information was received on (B)(6)-2016 from a company representative and it was reported that they calculated the drug was at the tip of the catheter and they wished to do a modified bridge bolus to deliver it. The calculation was reviewed (0.109 ml / 0.048 ml/day flow rate: 2.27 days x 24 h = 54h29m). After the procedure, the pump was delivering fentanyl (50 mcg/ml at 3.96 mcg/day), baclofen (31.3 mcg/ml at 2.483 mcg/day), and morphine (6.3 mg/ml at .4998 mg/day).

Manufacturer narrative:
Corrected information: sex,date of birth. If information is provided in the future, a supplemental report will be issued.